Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): proximal conductor distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.

Event description:
It was reported that prior to the implant it was noticed that there was an irregular bend in the lead. An attempt was made to implant the lead, but due to the deformation there was difficulty advancing the lead through the "valve". There was also difficulty fixing the lead in the heart muscle. The lead was not used and was replaced. No patient complications were reported as a result of this event, and the patient's status was reported as "doing well."